Event description:
Approximately 4 weeks before implant extruded, it was observed that the abutment and implant was loose and associated pain. No report of trauma or infection at the implant site.

Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the IFU. There are no indications that the occurred is a result of manufacturing or component failure.